Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. Calibration was not acceptable and alarms were noted. The qc was acceptable. A general reagent issue was excluded. The field service representative found a crimped/restricted tubing. He replaced the tube assembly, which appeared to resolve the issue. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable k electrode and cl electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial k result was 4.06 mmol/l and the repeated result was 4.6 mmol/l. The initial cl result was 103.3 mmol/l and the repeated result was 114 mmol/l. The sample was repeated as the results were marked with delta checks. The repeated results were obtained on another module and were believed to be correct.